Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated and low blood glucose (bg value not provided). Customer reverted to manual injections for insulin therapy. Customer declined to provide further information. Tandem technical support recommend customer discuss bg and infusion set type with a healthcare provider.